Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00461.

Event description:
It was reported that during log review, the perfusion system displayed "low last measured discharge (lmd)" after full discharge/recharge of the batteries. There was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) downloaded the data logs. The fsr replaced the batteries, verified system operation and power supply outputs. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries were returned to the manufacturer for further evaluation. The reported complaint was confirmed. During the laboratory evaluation, the reported complaint was corroborated during evaluation. After recharging, the total nominal available capacity (tnac) did not reach 18 amp hours (ah). The batteries failed two consecutive load tests by three and four minutes respectively. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.